Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: based on the information provided it was not possible to determine the root cause of the type 2 collateral entry flow into the thoracic false lumen and growth of the thoracic false lumen. Type ii endoleak is a well known complication to endograft repair of aneurysm. The work order for the complaint device appears to be complete and correct, with no evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2015: a (B)(6) -year-old male patient underwent tevar with zteg-2p-34-202-pf-d/ e3334754 & gzsd-36-164-2/ e3328621 for stanford b acute aorta dissection. Evar was also performed as placing gore's excluder. The patient had a favorable outcome. On (B)(6) 2015: at a follow-up exam, proximal type I entry flow was confirmed by angio CT. (B)(6) 2015: at 1 month follow-up exam, the proximal type I entry flow was still observed. The false lumen in thoracic area was not observed, so the physician determined additional procedure was not needed. On (B)(6) 2017: at 2 year follow-up exam, flow from the collateral (intercostal artery) into the thoracic false lumen and growth of the thoracic false lumen were confirmed by angio CT. The thoracic false lumen was 2mm at 1 year follow-up and 9.2mm this time. There is no information that any intervention was performed for this event as of 06oct2017. (Additional information received 06oct2017:) growth of the abdominal false lumen was observed at 1 month follow-up held on (B)(6) 2015. It was 8mm(discharge) and expanded to 16mm(1month). Patient outcome: there have been no problematic symptoms reported.